Manufacturer narrative:
Isi received the pmsc unit involved with this complaint and completed the device evaluation. Failure analysis was not able to reproduce the reported failure. The pmsc was installed and tested in the pca test system. The system started up with no error. The video image was good in both eyes. 10x power cycles were ran and all passed. The module was left in the system over the weekend and the image was good in both eyes. No trouble was found with the unit. Isi has also received the hrsv monitors for evaluation, but has not yet completed failure analysis investigations. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the hrsv monitors have been evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the left and right eye kept going out. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the right eye in the surgeon side console (ssc) was black. The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that they spoke to the isi field service engineer (fse) to troubleshoot. The fse had noted that left and right eye kept going out in the ssc during use. The procedure continued as planned with no report of patient harm, adverse outcome or injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the procedure was completed robotically despite the vision issues they were experiencing. The isi fse was dispatched to the facility. The fse replaced both high resolution stereo viewer (hrsv) monitors and the personality module surgeon console (pmsc) to resolve the reported issue. The high resolution stereo viewer (hrsv) is a component of the surgeon side console (ssc) that provides the surgeon 3d visual access to the surgical area. The pmsc is a module that connects to the surgeon side console (ssc) and includes 5 smaller leaf interface boards that allow for audio/video inputs and output connections.

Manufacturer narrative:
4307 : failure analysis investigations were completed for both hrsv monitors returned for evaluation. Failure analysis investigation was able to replicate the reported issue on both hrsv monitors. Failure analysis found that both hrsv monitors lost video intermittently.